Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as no devices or medical records were received. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 912029; jgrknt 2.9mm #2 blue mb sngl ngle; lot# p10376. Report source: (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05459. Remains implanted.

Event description:
It was reported patient has been indicated for revision due to pulled out anchors. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.